Event description:
It was reported a serious error screen appeared when trying to run updates from the thumb drive. This occurred even after running the service disk. The programmer was returned for repair. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. As soon as a thumb drive was plugged in the programmer, an error message occurred. The hard drive was reconfigured and software was reloaded and updated. A loose ECG (electrocardiogram) connector was also found, and the stylus case was noted to be pulling apart, although the stylus was still functional. (B)(4).